Event description:
It was reported that the patient presented for a follow-up in clinic and that no alert for long standing atrial fibrilation was received. No intervention was performed and the patient will continue to be monitored.